Manufacturer narrative:
Updated data: h2 h3 h6 image review: eight cine images of the event were provided for review. There was no computed tomography (CT) or executive summary provided for anatomical considerations. A fluoroscopic valve load inspection was provided and evidence showed the valve was not a misload. It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon valvuloplasty (bav) was performed due to the bicuspid aortic valve. Following the implant of the valve and prior to access site closure, a dislodge was observed. Evidence showed a pre-implant valvuloplasty was performed prior to implant. During valve deployment, at the point of no recapture, in a left anterior oblique (lao) projection, the valve appears to be 6-7 millimeter (mm) on the non-coronary cusp (ncc) and 7-8 mm on the left coronary cusp (lcc). Per medtronic instructions for use (IFU) consider a recapture if the valve is <(><<)> 1 or >5mm . It was reported the valve was deployed and moderate paravalvular leak (pvl) was observed. Per medtronic best practices pvl should be assessed in a multi-modality approach, and a post dilatation should be performed. If pid is unsuccessful or not warranted (valve deployed below level of sealing skirt), consider deploying second valve in a shallower position. It was reported that a second transcatheter valve was implanted valve-in-valve. It was noted that a one hour procedural delay occurred as a result of the event, and the patient's hospitalization was prolonged. There was no evidence provided of the final deployment depth of the first or second transcatheter aortic valve (tav). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon valvuloplasty (bav) was performed due to the bicuspid aortic valve. Following the implant of the valve and prior to access site closure, a dislodge was observed. Per the physician, the cause of the dislodge was due to the implant depth. Following valve dislodgement, moderate paravalvular leak (pvl) was observed. Subsequently, a second transcatheter valve was implanted valve-in-valve. It was noted that a one hour procedural delay occurred as a result of the event, and the patient's hospitalization was prolonged. Additional information was received that a non-medtronic (lunderquist) guidewire was used for the procedure. The implant depth of the first valve was intended as it appeared necessary to land deeper than anticipated to capture the cusp. The patient's anatomy was challenging to assess and the type 0 bicuspid valve contributed to the dislodgment. The deployment starting point was mid pigtail and the direction of dislodgement was aortic.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon valvuloplasty (bav) was performed due to the bicuspid aortic valve. Following the implant of the valve and prior to access site closure, a dislodge was observed. Per the physician, the cause of the dislodge was due to the implant depth. Following valve dislodgement, moderate paravalvular leak (pvl) was observed. Subsequently, a second transcatheter valve was implanted valve-in-valve. It was noted that a one hour procedural delay occurred as a result of the event, and the patient's hospitalization was prolonged.